Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that prior to use, the embolization coil detached when it was advanced out from the tip of the introducer sheath. The device was not used in the patient.

Manufacturer narrative:
The device was returned with the introducer and pusher for analysis; the implant coil was not attached. The pusher was found to have several kinks at the pusher transition, near the gold connector, and in the middle of the hypotube. The heater coil section appeared to be in a good condition, and was noted to be within specification. The implant appeared in good condition, with the attachment tether monofilament extending out to a length of 5cm. The attachment section in the pusher appeared to have a tie knot and sufficient uv glue. The attachment tether tip shape appeared slanted. Based on the investigation, the detached coil can be confirmed; the tie knot came undone from the attachment zone section. The exact root cause is unknown.